Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a routine scheduled follow-up device check, where an episode of post-paced t-wave oversensing was noted. Programing changes were made. Patient was great before, during and after the programing changes. No patient consequences were reported.